Manufacturer narrative:
The surgical patty (ID 801400) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a large hair was confirmed to be contained within the blister. The complaint could be verified through failure analysis. Root cause analysis ¿ the complaint was confirmed in the complaint investigation. The root cause is attributed to improper use of a hair net.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hair was found inside sterile packaging of a surgical patty ID (B)(6). The issue occurred pre-surgery, no patient contact/injury and the event did not led to surgical delay. The procedure was completed with a replacement product available.